Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 40 mg/dl. Customer consumed carbohydrates to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the customer low bg; however, the customer did not respond. Reportedly, customer continued to use pump for insulin therapy.